Event description:
A customer contacted baxter's technical service center regarding system error 2240 alarm that occurred on the homechoice (hc) unit display. This occurred during dwell, patient not connected. The technical service representative (tsr) had the home patient (hp) clear the error and informed the hp of its meaning. The hp will stop therapy for the day. There was patient involvement but no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.